Event description:
It was reported that the patient died. The target lesion was located in the left anterior descending artery (lad). After the lesion were crossed with a non-bsc guidewire and pre-dilated with a non-bsc balloon catheter, the two 2.25x16 synergy drug-eluting stent (des) were placed in the lad and a 2.25x12 synergy des were placed in the mid to distal lad. The physician moved to work in the circumflex, the wire was able to get down but they struggled with the balloon catheter. After the balloon passed, a 2.25x8 synergy des was advanced but it failed to cross the lesion. A 2.0x8 non-bsc stent was also unable to be unsuccessful placed, so the procedure was completed without placing a stent in the circumflex. However, it was noted that the patient crashed and was unable to be revived.